Event description:
It was reported that burr separation occurred. The target lesion was located in the none tortuous and moderately-severely calcified mid right coronary artery (rca). A 1.50mm rotapro was selected for percutaneous coronary intervention (pci) procedure. The rotapro was prepped and platformed between 160,000rpm and 165,000rpm outside the patient. During the procedure, the burr was able to pass all the way through the proximal rca, but the device was stalled, and the burr removed using a dynaglide mode with no issues. Then, the physician proceeded to the next distal rca with this 1.50mm rotapro device. Ablation was performed several times with no difficulty. During last ablation, the burr completely detached from the drive shaft. The device was caught by the rotawire drive and the burr was pulled out with the rotawire drive together as one unit. The procedure was completed with a balloon inflation and a synergy xd stent was implanted in rca. There were no patient complications reported.

Event description:
It was reported that burr separation occurred. The target lesion was located in the none tortuous and moderately-severely calcified mid right coronary artery (rca). A 1.50mm rotapro was selected for percutaneous coronary intervention (pci) procedure. The rotapro was prepped and platformed between 160,000rpm and 165,000rpm outside the patient. During the procedure, the burr was able to pass all the way through the proximal rca, but the device was stalled, and the burr removed using a dynaglide mode with no issues. Then, the physician proceeded to the next distal rca with this 1.50mm rotapro device. Ablation was performed several times with no difficulty. During last ablation, the burr completely detached from the drive shaft. The device was caught by the rotawire drive and the burr was pulled out with the rotawire drive together as one unit. The procedure was completed with a balloon inflation and a synergy xd stent was implanted in rca. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr was received on the returned rotawire. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the burr was detached, and the coil had been stretched and broken at the point of detachment from the burr. Blood was identified within the sheath. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run due to the blood within the sheath. Product analysis confirmed the reported event, as the burr was received detached from the coil, and the coil was stretched at the point of detachment. The device stalled and would not run due to the blood within the sheath. Inspection of the remainder of the device presented no other damage or irregularities.